Event description:
I was on (B)(6) a sleeping car, using "inogen at home" oxygen concentrator. The 110 volt power supplied to my room went out and the alarm on the concentrator went on. I slept through it. When the power came back on, the alarm was silenced and the unit shut itself off. Thankfully my wife was with me and woke me up. Had she not been there, I would have continued to sleep through the alarm which turns off along with the whole unit when power returns, leaving me to sleep on without oxygen. Also, there was no way to silence the alarm except by getting power back. FDA safety report ID# (B)(4).